Manufacturer narrative:
The manufacturer previously reported a failure of the blower motor, system board and bulk capacitor. The blower motor, system board and bulk capacitor were returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the root cause of the blower motor failing was due to seized bearings. The system board was evaluated by the manufacturer's quality assurance laboratory and was found to have evidence of thermal damage to ferrite (e6) and capacitor (c49). The thermal damage was isolated to the pca. The bulk capacitor was evaluated and was found to operate to design specifications.

Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, "ventilator inoperative" codes were found in the ventilator's downloaded error log. The device's blower motor was replaced to address the issues. During evaluation, isolated thermal damage was found on components of the system board. The device's system board was replaced to address the issues. During evaluation, the device failed a step during testing. The device's bulk capacitor was replaced to address the issue.